Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a urinary tract infection. Intervention include medication administered for 7 days from (B)(6) to (B)(6) and the event resulted in an unscheduled clinic or office visit. Laboratory testing showed results of 1+ blood, 1+ leuks on (B)(6) 2017. The event was possibly related to the device or therapy and not related to the implant procedure. Symptoms included lower back pain, pelvic pain worse with urination and throbbing pain. The event was resolved without sequelae on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.